Event description:
Patient also had a boston scientific implant that was working but wasn't effective and didn't knock the pain down. The trial portion worked great and their pain was gone almost 80%. After getting the boston scientific implant, it wasn't touching their pain. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).